Event description:
Reference MFR report: 1627487-2013-1076. It was reported, the patient is experiencing a change in her stimulation. A sjm representative met with the patient and lead diagnostics showed multiple high impedances. X-rays were taken and showed both leads have migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.